Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis and insulin pump had blank display. The customer¿s blood glucose level at time of incident was 1200 mg/dl. The customer was treated insulin, lantis, regalin, morphine and two intravenous fluid bags. Customer reports significant events leading to hospitalization like throwing up, having critical pain and depressed. Customer states the display was not blank less than 30 seconds and/or did not return. Customer states display was blank currently. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment is neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer reported that the display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and revert to backup plan troubleshooting was assisted. The insulin pump will be returned for analysis.